Event description:
Surgeon reports a number of cases recently in which he went back in for re-exploration (pediatric cardiac cases) s/p floseal use and found "massive yuck and adhesions". Surgeon admits to not having rinsed away excess floseal. This case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
Based on recent peer-reviewed publications and similar adverse event reports it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, we categorize this report as possibly related to the application of floseal. A credible attempt was made to obtain information regarding the "number of cases" as stated by the surgeon in this report. Unfortunately, no additional information could be obtained. This will be kept on file for trending purposes.